Event description:
It was reported that the patient experienced bradycardia, seizure and syncope. It was also reported that the right ventricular (rv) lead exhibited potential intermittent loss of capture noted on current electrograms (egm) and no r waves sensed. It was also noted that the rv lead was sensing right atrium. The implantable pulse generator (ipg) was performing below the lower rate limit. The rv lead and ipg remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.